Event description:
Additional information received reported the pump wasonly being used to deliver dilaudid. The patient was also taking hydrocodone and percocet. The patient was told to let every family member what she took, but she continued to take oral narcotics against medical device. The patient¿s medical history included ¿ce, dvt, and copd.¿ the patient symptoms were drowsiness, increased daytime somnolence, and confusion. The pain pump daily dose was decreased and discontinued oral narcotic use. The patient was stable at the time of the report.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2013 it was noticed that the patient had swelling of the right arm and for the past 4-5 days the area around the pump implant was hurting. It was noted that the patient had been sleeping in a hospital bed and was now sleeping in a regular bed on her right side where the pump was located. At the last pump refill in (B)(6) 2013, the patient told the physician that she was having pain in the area where the pump was and when the dilaudid was placed in the reservoir the patient experienced a hurting/burning sensation. For the past 8 months the intrathecal dose had been increased to the point where it was making the patient sleepy like she was getting too much intrathecal medication. It was noted that the patient was on oxygen for her copd/bad lungs and she was in and out of the hospital 3-4 times because dioxide levels were too high. The patient's family believed this was due to the increased intrathecal dosing and once the dose was decreased the dioxide levels got under control. The family was aware that the patient was in critical pain and had been on lortab prior to the pump implant, and they wanted to see if the lortab could be prescribed for to take the edge off of the pain. They also believed that the pump had pulled the patient down over the last few years and the patient had aged quickly.

Manufacturer narrative:
Product ID 8835, serial# (B)(4); product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2010 (B)(6); product type catheter. (B)(4).